Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. Additionally, a cartridge change error message occurred. A cartridge change was performed resolving the issue. Customer's blood glucose level was 120 mg/dl. The customer reverted to manual injections for insulin therapy.